Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was also suspected to have partial damage at the header portion. Programming changes were made. The patient was in stable condition.